Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. No frozen screen noted during test and time clock advances properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was frozen and buttons were not working. Customer stated that the time was advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.